Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 67 mg/dl. Reportedly, the customer did not treat the low bg as the customer stated that it was rising. At the time of the report, the customer's blood glucose level was 94 mg/dl the customer believed that the low bg was possibly due to overbolusing for an unspecified elevated bg level.